Event description:
A malfunction alarm labeled as malf 12 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided information to reset the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support if any further issues arise.